Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the pump battery was rapidly depleting and the pump screen bolus button was not responding. There was no reported impact to customer's blood glucose. Customer follow up from tandem technical support.